Event description:
During evaluation at bench repair, it was identified that the device had no audio. There was no patient involvement.

Manufacturer narrative:
The device was sent to philips bench for evaluation. The technician preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The technician confirmed that the device had been tampered with. The customer was provided a replacement device - us156k8038 to resolve this issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.